Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Respiratory therapist reported that the screen froze and would not respond to touch. There was no patient involvement.

Manufacturer narrative:
The manufacturer's technical service personnel confirmed the reported touchscreen issue. The manufacturer's technical service personnel walked the customer's biomed through a successful touchscreen calibration. The touchscreen responded to touch on the entire screen via the touchscreen diagnostics page. Settings can be change via the nav-ring and the touchscreen with no issues. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.